Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. After troubleshooting on site, the fse was able to engage instruments with no issues. Functional tests passed. The system was tested and verified as ready for use. Section d10 concomitant products: monopolar curved scissors (part number: 430004-53 / lot number: s10190926/0003) and monopolar cautery instrument (part number: 430007-62 / lot number: u10240926/0007).

Event description:
It was reported that during a single port (sp) da vinci-assisted ureteral implantation procedure, the system reported errors when installing the monopolar curved scissors (mcs) instrument on patient side manipulator (psm) 3. The customer contacted the technical support engineer (tse) and stated that the mcs tip was not being recognized. Staff tried two instruments and two different tips, but the same issues occurred. Attempts with another mcs and a different psm showed the same issues, though the arm accepted other instruments. The sheath was confirmed to be correctly installed. The tse attempted to view the logs; however, they were not available as the system was offline. The customer converted the surgery to a multi-port da vinci system. Intuitive surgical, inc. (Isi) attempted to follow up with the initial reporter to obtain additional information; however, no further details were obtained regarding the reported event.

Manufacturer narrative:
Updated: h10, d9, g6, h1, h2, h3, annex c, d, g. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument (part number: 430004-53/lot number: s10190926/0003) was analyzed and found to have tip detection failure. Testing was conducted on an in-house system using an in-house mcs tip accessory, and no issues were observed during the installation of the accessory tip. However, the instrument failed to detect the tip and displayed the message: "remove instrument and reinstall a new mcs tip." A review of field logs did not reveal any failures associated with the instrument. Additional observations noted that the tube adapter of the instrument exhibited scratch marks and abrasions. Initial failure analysis was confirmed: the instrument exhibited a tip accessory detection failure. The instrument's housing was removed and there were no obvious issues. The pivot clamp which holds the grip rod was inspected and no issues were observed. The mechanism was able to smoothly actuate when manually manipulated using the grip knob, and the clamp screws appeared to be properly torqued. The instrument's roll sector gear and proximal drive rod appear to be nominal. While rotating the grip knob, the instrument input disk associated with the grip motion appeared to be nominal as well, and no damage was observed. The tip detection failure observed was determined to have been caused by the system software and was not an issue with the instrument itself. Isi received a da vinci product to perform failure analysis. The monopolar cautery instrument (part number: (430007-62/lot number: u10240926/0007) was analyzed and found not to be accepted by the sp system, leading the site to switch to the dv5 system after trying two instruments. Slight damage was noted on the round part, consistent with normal use. Failure analysis identified bent electrical contacts as the primary issue, though no material was missing. The instrument failed the electrical continuity test after an in-house accessory tip was installed, and tube adapter abrasions were also observed. Field logs showed multiple recognition errors, but these could not be replicated in-house. During testing, the instrument passed recognition and engagement checks and demonstrated full, intuitive motion. An in-house accessory tip was installed onto the instrument's tube adapter. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tip. This failure is likely due to the bent electrical contacts.

Event description:
Refer to h11 for follow-up information.